Event description:
Healthcare professional additionally reported left capsular contracture, baker grade iii. A biopsy was performed and the results confirmed the patient was negative for bia-alcl.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Upon receipt of additional information from the reporter the patient tested negative for bia-alcl via a biopsy.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: seroma-late and lymphoma-alcl-suspected.

Event description:
Healthcare professional reported left side "pain", "seroma", "changes in shape" and "bia-alcl is suspected and is scheduled to proceed with inspection, inquiring for guarantee, and changing shape are severe, causing rupture attempt but not accurate". Pathological markers have not been provided. The following event is not related to the device: "symptoms of intestinal fluidoma". The device has been explanted.

Event description:
Healthcare professional reported left side "pain", "seroma", "changes in shape" and "bia-alcl is suspected and is scheduled to proceed with inspection, inquiring for guarantee, and changing shape are severe, causing rupture attempt but not accurate", "capsular contracture (grade iii) symptoms". Pathological markers have not been provided. The following event is not related to the device "symptoms of intestinal fluidoma". The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold and deformation. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.